Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for pump error 13. Customer¿s blood glucose was 157 mg/dl. Customer reported that she was sleeping last night when the alarm pump error 13 occurred. . Customer states the alarm did not clear with esc/act. Advise customer to remove the battery for five minutes, then reinsert it. Customer states display returned. Advise to customer to insert a new battery after the pump rest. Customer is not calling back with alarm after pump rest. Insulin pump is not expected to return for analysis.